Event description:
Pt reported experiencing high blood glucose (350-390 mg/dl) in 2005. They attempted to self-treat by delivering additional boluses; however, their blood glucose did not decrease, as expected. Pt reported that, after dinner, they began vomiting, and decided to seek treatment, for high blood glucose, at the hosp. Upon their arrival, in the emergency room, pt's blood glucose measured 492 mg/dl, potassium 3.3 mmol/l, magnesium 1.5 mmol/l, and ketones > 800 mg/dl. They were diagnosed with diabetic ketoacidosis, and treated with an insulin drip and i.v. Fluids (content not provided). At the time of the report, pt was still hospitalized.